Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas c 303 analytical unit. The sample initially resulted in the following values: na = 159.1 mmol/l. K = 5.18 mmol/l. Cl = 118.8 mmol/l. The sample repeated with the following values: na = 139.8 mmol/l. K = 4.41 mmol/l. Cl = 102.8 mmol/l.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.